Event description:
The patient's nurse complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unspecified laboratory method. The result from the meter was 4.6 inr. The result from the laboratory was 2.9 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The result from the laboratory was believed to be correct. The patient's warfarin dose was not adjusted and no treatment was required. There was no allegation that an adverse event occurred. The patient is in stable condition. The patient is not anemic or polycythemic, does not have antiphospholipid antibodies, is not on heparin or other direct thrombin inhibitors, has not been ill and is not on any new medication. The patient has had no diet changes and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 353503) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient¿s meter was returned for investigation. The returned meter was tested in comparison to master lot strips. Testing results: master lot strips: qc 1: 3.1 inr, qc 2: 3.2 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.9 - 4.5 inr). All measurements were without error messages. The maximum difference between measurements was 4%.